Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician , information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (925.1mcg/ml at 232.91mcg/day) and bupivicaine (25mcg/ml at 6.294mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that a refill occurred on (B)(6) 2018, but the patient had to go back on (B)(6) 2018 because they realized they had prescribed the wrong dosage. The way the doctor explained it was that the fentanyl was 40 or 60% drop from what it previously was at and they doubled the dose of the bupivicaine from what he should have been getting. The incorrect dosing was fentanyl (550mcg/ml at 466.0mcg/day) and bupivicaine (4.9mcg/ml at 4.1516mcg/day). No symptoms were reported. There were no further complications reported at this time.